Manufacturer narrative:
The insulin pump was received with missing retainer and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage to case. Device was received with cracked case on the back at the battery tube area and battery tube threads. Device was received with stained serial number label. Device received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the battery compartment. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.